Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose of 650 mg/dl. The customer's blood glucose was 278 mg/dl at the time of call. The customer stated that they treated the high blood glucose with manual injection. The customer stated that the drive support cap appeared normal. The customer performed troubleshooting and found that the cannula was bent. The customer was advised how to prevent bent cannula. The customer also reported that they received motor error alarm. The customer's blood glucose was 285 mg/dl at the time of incident. Troubleshooting was done. The customer does not recall any significant events leading to the alarm. The customer stated that they were able to rewind the insulin pump. The customer performed displacement test and passed. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Motor error alarm during basic occlusion test due to faulty force sensor resistor. The insulin pump passed idle current test, run current test, self-test, off no power test, unexpected restart error test, occlusion test, prime test, excessive no delivery test, displacement test and rewind test. Motor pass motor test. The insulin pump was tested with liquid filled reservoir and no air bubble anomaly noted. The insulin pump received with minor scratched display window, cracked battery tube threads and cracked reservoir tube lip.